Event description:
It was reported that the patient experienced an issue while activating a pod. The patient stated that they filled a pod with 90 u of insulin. During the activation process, the pod successfully communicated with the app and gave the double beep confirmation. However, after attaching the pod to their body and clicking "start,", the system repeatedly displayed error messages asking them to move the pod closer to the app. Despite moving it within 3 inches and attempting to retry 3 to 4 times, the pod failed to connect and the cannula never deployed into the skin. The pod eventually beeped and became unusable, forcing the patient to use a different pod. Upon inspection, the pink slide had not moved forward and the cannula was not visible, indicating a complete failure to deploy. No blood glucose readings were reported. The patient was able to successfully activate a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android.omnipod software app version: 4.0.2.operating system: bp4a.251205.006.s911usqs7fze3.hardware: sm-s911u.cgm sensor type: data not available.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.